Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the optic tore during insertion. The lens was cut out of the eye without any pt injury. The reporter stated the incident was due to a technical error.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that there were tears in the optic and both of the haptics were torn off and missing. There was a clear surgical residue on the lens.